Event description:
Translation of doctor´s email attached under related: "in the last 9-12 months we have been experiencing leakages at the plunger of the discardit ii syringes. We use the syringes with 0,5 % prilocain and local anaesthesia with cannulas 0,7 x 30 mm. We use an average of 50 syringes daily and 1-2 syringes have this issue, so that the mixture leaks and enters the area behind the plunger, which causes that the mixture, sometimes mixed with blood, lands on the hands of the user. Moreover, the fluids fall on the ground and on the operating area when retracting the syringe. I remember this issues from the distant past, but those were isolated cases. However, in the time I mentioned above, we have been experiencing this frequently. When it comes to the smaller syringes ( we use about 100 pieces daily , sclerotherapy) this does not happen. Probably because the pressure applied during sclerotherapy is less. You will receive a video in a separate email which shows fluid moving past the plunger. The pressure applied here is the pressure that we have, when we inject aestheticim in the subcutaneos tissue. Please send me your evaluation on this."

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Correction: cancel MDR. Devices manufactured in a facility that does not manufacture devices for the us market. This device, material #(s) 300296 is sold outside of the us and is not similar to bd devices registered or sold in the us.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2304165. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two (2) syringe samples were returned for evaluation by our quality team. Through testing of the samples, leakage was observed in the plunger component, confirming the reported defect. Twenty (20) additional retained samples were obtained from the manufacturing facility for review; however, the retained samples did not show any signs of leakage. Based on the evaluation of the received samples, it has been concluded that the leakage resulted from damage to the plunger component. This type of damage may be produced during the handling of the product through the manufacturing facility or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.